Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received four inappropriate shocks at home. The patient was admitted to the hospital and review of the system noted low amplitude morphology measurements and oversensing contributing to the delivery of inappropriate therapy. Testing of the system was unable to reproduce the reported observations. The s-ICD system was reprogrammed and the patient's medication regimen was changed. The s-ICD remains in service and no additional adverse patient effects were reported.